Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a subcromial decompression procedure, the vapr tripolar 90 suction elect device, following activation of the (yellow button), the active tip of the tripolar electrode was permanently active. It was not possible to power off/ switch off active tip. The surgery was completed with another electrode. No patient impact or surgical delay has been reported. There was no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface, including organic debris of the device surface. No other anomalies were noted. The device will be sent to the supplier for further investigation. The supplier performed an evaluation with the following results: the device was received in the original packing, the tip was in used condition with procedural debris visible in peripheral suction area, the rear of the cut return cap had two small holes where the cut return wire is welded to the cap, no other anomalies could be observed on the device. The device passed the electrical testing and functional testing. Further investigation was performed, removal of the rubber boot to inspect internals of the pcb board. Some evidence of saline was found around switches 3 and 4. Some residue was visible on one contact. The customer stated, ¿the active tip of the tripolar electrode was permanent active¿. The device as presented passed all electrical and functional checks with no evidence of continuous activation. The complaint cannot be substantiated via testing. The two small holes on the rear of the cut return cap are visible under magnification, however this would not have affected use of the device. Internal inspection showed that the pcb switch contacts have minimal coating suggesting that this may have caused failure during use in the field. The issue regarding the coating was escalated to a CAPA. No further investigation is required as the complaint device reported was found to meet manufacturer¿s specifications, and as a result the root cause of the reported complaint could not be determined in this instance. The overall complaint was not confirmed as the observed condition of vapr tripolar 90 suction elect would have not contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.